Event description:
Related manufacturer reference number: 1627487-2022-02307. It was reported the patient felt a shock down their leg and autoreducing. Diagnostics showed high impedances. Surgical intervention may be pending.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.